Event description:
It was reported via repair work order that the lift system would not move into trendelenburg position due to a malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.